Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During the index procedure, the patient had one endeavor drug eluting stent implanted in the lad. It is reported that approximately 55 months post index procedure, the patient expired. The cause of death was sudden death. Investigator has assessed that the event was not related to the study device.